Event description:
Additional information received that the physician did not remove the peripheral system products .the patient will undergo alternative ways to address thoracic pain .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
Manufacturer report number: 1627487-2020-47943. Manufacturer report number: 1627487-2020-47947. Manufacturer report number: 1627487-2020-47953. It is reported patient was experiencing ineffective therapy and troubleshooting was unable to solve the issue. Surgical intervention is expected to take place at a later date to address the issue.